Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the device was returned in the blister tray. The lock-out assembly has been removed. The plunger is oriented correctly. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger has been fully advanced and is advanced under the lens. The lens segments are stretched from lens bay into the tip of the nozzle. We are unable to determine the root cause for the reported complaint "lens got stuck within delivery system". Plunger under ride observed. Plunger underride may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the operating room temperature is too high 23°c / 73° f lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation the lens was stuck in the delivery system and while advancing the plunger the lens was damaged and was not implanted. The surgery was completed by using a back up lens. There was no patient harm. Additional information has been requested.